Manufacturer narrative:
Date of event. Please note that this date is based off of the date of publication of the article as the event dates were not provided in the published literature. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Cozac, v.v., ehrensperger, m.m., gschwandtner, u., hatz, f., meyer, a., monsch, a.u., schuepbach, m., taub, e., fuhr, p. Older candidates for subthalamic deep brain stimulation in parkinson's disease have a higher incidence of psychiatric serious adverse events. Frontiers in aging neuroscience. 2016. 8:132. Doi: 10.3389/fnagi.2016.00132 summary: to investigate the incidence of serious adverse events (sae) of subthalamic deep brain stimulation (stn-dbs) in elderly patients with parkinson's disease (pd). Reported events: patient 5: a (B)(6) female patient with subthalamic nucleus deep brain stimulation (stn-dbs) for parkinson's disease (pd) experienced transient visual illusions, a "sense of presence," and fear 12 weeks after implant that resulted in an additional hospitalization. It was reported that all patients were implanted bilaterally with model 3389 electrodes, but was not possible to ascertain any other specific device information from the article or to match the reported event with any previously reported event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.